Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined and the tank did show external damage; however during testing no leakage occurred. The reported issue was not confirmed.

Event description:
It was reported the device was leaking fluid from the tank. No adverse effects.